Event description:
I had 3 supartz shots in my left knee. Started to get slight rash on forearms. More rash after 2nd shot; after 3rd shot, I had a bad rash, told dr. No comment. Real bad lines, then swelling on both forearms; had to take steroids for 6 days. Arms peeled for a week. Discoloration on arms, peeled for 3 weeks. Dates of use: (B)(6) 2010, (B)(6) 2010, (B)(6) 2010. Diagnosis or reason for use: knee pain.